Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 275 mg/dl. Customer stated the high blood glucose is due to dinner with no insulin. Customer stated that there are 2 rubber o-rings and the button ring is come down and is sticking out below where the cartridge is.